Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (bnst410) fail to osseointegrate and came out. A small tissue perforation and sinus infection was noted. Inflammation was observed with no acute infection. Abscess and bone loss were also reported. Tooth location 3. Customer also reports a sinus augmentation technique was performed during the initial implant placement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® with dcd® non-platform switched tapered implant 4 x 10mm (bnst410) and cover screw were returned for investigation. The reported event occurred at implant level; therefore, this investigation was performed only on the returned implant. Visual evaluation of the as returned implant identified signs of wear and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failures/events (infection and perforated sinus). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing conditions noted on the per are oral hygiene wnl (within normal limits) & low bone density type iii. The reported device had been placed on tooth # 3 for approximately 2 months. X-ray or picture images were not provided. DHR review for the lot (2019070330) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2019070330) and no similar event or complaint was found. May post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported events could not be verified as the exact details of event and patient anatomical conditions were unknown/non verifiable. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implant in a patient with patient factors (e.g. Low bone density type iii, pre-existing medical conditions), inadequate treatment planning or inadequate handling by clinician or staff. The following sections have been updated: b4: date of this report; d4: unique identifier (UDI) number; d4: expiration date; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufacturer; h6: entered evaluation codes; h10: added manufacturer narrative. The following section has been corrected: h4: device manufacturer date: corrected.